Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf impact code f2301 captures the reportable event of a potential additional intervention required to address the puncture site, due to the risk of bile leakage following the puncture. Block h11: only the handle of the electrocautery-enhanced delivery system was received for analysis. The axios stent was not returned. Visual inspection of the returned device identified a kinked inner sheath. Functional inspection was performed. The catheter was freely moved through the luer and the slider could be moved to its original position without no resistance. Product analysis could not confirm the reported event of stent first flange failure to expand. Based on the information available and without proper evaluation of the device, it is unknown if the reported event was due to the technique used during the procedure, anatomical conditions or related to device malfunction. The investigation concluded that the additional observed event of inner sheath kinked most likely occurred due to procedural factors such as excess of force, or the manner as the device was handled and manipulated. Due to the lack of evidence and without proper evaluation of the complaint device, cause not established is selected as the most probable root cause. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the bile duct during a procedure performed on (B)(6) 2025. During the procedure, after using the stent to penetrate the bile duct, the physician began step one to open the distal flange of the stent. The flange did not deploy. It was indicated there was no constraint on the endoscope and the physician was operating in a straight position without constraint. After waiting and attempting to manipulate the device to assist with deployment, the physician ultimately decided to remove the stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes) and block h11 (technical analysis) were corrected. Block h7 and h9: added type of remedial action and the correction/removal reporting # information. Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Imdrf impact code f2301 captures the reportable event of a potential additional intervention required to address the puncture site, due to the risk of bile leakage following the puncture. Block h11: only the handle of the electrocautery-enhanced delivery system was received for analysis. The axios stent was not returned. Visual inspection of the returned device identified a kinked inner sheath. Functional inspection was performed. The catheter was freely moved through the luer and the slider could be moved to its original position without no resistance. Product analysis could not confirm the reported event of stent failure to deploy as the stent was not returned. Based on the information available and without proper evaluation of the device, it is unknown if the reported event was due to the technique used during the procedure, anatomical conditions or related to device malfunction. The investigation concluded that the additional observed event of inner sheath kinked most likely occurred due to procedural factors such as excess of force, or the manner as the device was handled and manipulated. Due to the lack of evidence and without proper evaluation of the complaint device, cause not established is selected as the most probable root cause. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the bile duct during a procedure performed on (B)(6) 2025. During the procedure, after using the stent to penetrate the bile duct, the physician began step one to open the distal flange of the stent. The flange did not deploy. It was indicated there was no constraint on the endoscope and the physician was operating in a straight position without constraint. After waiting and attempting to manipulate the device to assist with deployment, the physician ultimately decided to remove the stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf impact code f2301 captures the reportable event of a potential additional intervention required to address the puncture site, due to the risk of bile leakage following the puncture.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the bile duct during a procedure performed on (B)(6) 2025. During the procedure, after using the stent to penetrate the bile duct, the physician began step one to open the distal flange of the stent. The flange did not deploy. It was indicated there was no constraint on the endoscope and the physician was operating in a straight position without constraint. After waiting and attempting to manipulate the device to assist with deployment, the physician ultimately decided to remove the stent. There were no patient complications reported as a result of this event.